Event description:
Boston scientific received information that this right ventricular (rv) lead which is connected to a non boston scientific device, exhibited high out of range shocking lead impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) was consulted and suggested performing a commanded shock to test the leads integrity. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.